Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced some cerebrospinal fluid leakage after the doctor removed the pump. The doctor performed a blood patch, but that did not resolve the leak. Three days later, it was reported that the whole system had been explanted. The drug used in the device system was unknown.